Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 80.0 cm, 134.0 cm and 139.0 cm from the proximal end. The pusher assembly was fractured approximately 138.0 cm from the proximal end. The pusher assembly mid-joint was retracted within the introducer sheath friction lock. The pull wire was retracted from the pusher assembly distal detachment tip (ddt) and the embolization coil was detached inside the introducer sheath. The embolization coil was undamaged. Conclusions: evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted within the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. Forcefully advancing the device against this resistance may have contributed to the kink and fracture which were observed near the pusher assembly mid-joint. Further evaluation of the device revealed additional pusher assembly kinks and a detached embolization coil. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the collateral vessels using packing coil lps and a non-penumbra microcatheter. During the procedure, the physician implanted six packing coil lps in the target location. While advancing the seventh packing coil lp, the coil would not advance from its initial position within its introducer sheath. Therefore, the packing coil lp was removed. The procedure was completed using another packing coil lp and a pod coil. There was no report of an adverse effect to the patient.